Manufacturer narrative:
The device was not received by anspach. The device was not evaluated. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device was making "very loud noises". The device was being used during knee surgery. No pt or user injuries were reported. There was no add'l info provided.